Event description:
It was reported that they had a low air leak message in an arctic sun device. Flow rate (fr) was 1.3lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 37 percentage. System hours were 953.1 and pump hours were 779.1. Right now, screen just reads low flow. The low air leak message was not present. Asked nurse to confirm the pads were fully seated on the fluid delivery line (fdl). There were not visible kinks or twists in the tubing. Suggested continuing to monitor flow rate. Provided troubleshooting tips should the low air leak message return, or if the flow rate dropped below an acceptable range. Therapy was continued. Per follow up information received via task on 13mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Flow rate (fr) was 1.3lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 37 percentage. System hours were 953.1 and pump hours were 779.1. Right now, screen just reads low flow. The low air leak message was not present. Asked nurse to confirm the pads were fully seated on the fluid delivery line (fdl). There were not visible kinks or twists in the tubing. Suggested continuing to monitor flow rate. Provided troubleshooting tips should the low air leak message return, or if the flow rate dropped below an acceptable range. Therapy was continued. Per additional information received, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a low air leak message in an arctic sun device. Flow rate (fr) was 1.3lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 37 percentage. System hours were 953.1 and pump hours were 779.1. Right now, screen just reads low flow. The low air leak message was not present. Asked nurse to confirm the pads were fully seated on the fluid delivery line (fdl). There were not visible kinks or twists in the tubing. Suggested continuing to monitor flow rate. Provided troubleshooting tips should the low air leak message return, or if the flow rate dropped below an acceptable range. Therapy was continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.